Manufacturer narrative:
(B)(4). Date sent: 06/04/2021. D4: batch # u5ee67. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device arrived with no apparent damage. Only the anvil half washer was present and there was no staples present, indicating that the device achieved a full firing stroke. Further analysis shows a damaged in the knife. In addition, the washer was noted to have nicks. Due to condition of the knife no functional test was performed. It is possible that damage to the knife could have cause cutting issues. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damaged on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device staple but did not cut. The anastomosis was made with another device from the same reference after rectal and colic cut. There were no patient consequences.